Event description:
The customer stated that a false positive architect stat troponin-I result of 0.88 ng/ml was generated for a (B)(6) female patient ((B)(4)) on (B)(6) 2012. The patient was redrawn 3 hours later and the result was 0.00 ng/ml. The customer retested the first sample and the result was <0.3 ng/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect troponin-I, list number (B)(4), manufacturing site abbott (B)(4) to architect i1000sr analyzer, list (B)(4), manufacturing site (B)(4)on (B)(4), 2012. MDR number 1628664-2012-00477 has been submitted for this change in suspect medical device and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).